Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and moisture damage from the insulin pump. The customer took a cortisone shot and her blood glucose has been in the 300s mg/dl and 400s mg/dl. The customer's blood glucose reading was also 417 mg/dl. The customer stated that when she changed the site, it was bent a little. The customer stated that she jumped into the pool for a little bit. The customer hung up the phone.